Manufacturer narrative:
A ge rep evaluated the sys and replaced the high voltage cable. Sys operates as intended.

Event description:
Customer reported the sys was booting up with a collimator iris error. No pt injury was reported.